Manufacturer narrative:
The customer¿s report of channel disconnected alarms was confirmed. Physical inspection showed that the male iui connector of pump module sn (B)(4) had some pins with green deposits and white dried residue. The male iui connector pins for pcu s/n (B)(4) had green deposits, white dried residue and fibers, plus a decrease of plating material. The female iui connector pins for pcu s/n (B)(4) showed signs of white dried residue and large amounts of fibers. Log analysis showed no channel disconnect on the reported event date; however channel disconnect events with communication loss were noted on (B)(6) 2018. Functional testing resulted in the pump immediately failing with a channel disconnected/ power loss event. The root cause of the reported event is attributed to contamination of the iui connectors.

Event description:
The customer reported that during primary infusions of fentanyl 2000mcg/100ml, propofol 1000mg/100ml and levophed either 4mg/250ml or 16mg/250ml, the device alarmed channel disconnected, however, upon evaluation there was no disconnect found. The user obtained a second pcu to infuse the fentanyl and propofol; the new system alarmed channel disconnected also. Again, after evaluation, there was no disconnect found. There was no patient harm.

Manufacturer narrative:
The customer¿s report of channel disconnected alarms was confirmed. Physical inspection showed that the male iui connector of pump module sn (B)(6) had some pins with green deposits and white dried residue. The male iui connector pins for pcu s/n (B)(6) had green deposits, white dried residue and fibers, plus a decrease of plating material. The female iui connector pins for pcu s/n (B)(6) showed signs of white dried residue and large amounts of fibers. Log analysis showed no channel disconnect on the reported event date; however channel disconnect events with communication loss were noted on (B)(6) 2018. Functional testing resulted in the pump immediately failing with a channel disconnected/ power loss event. The root cause of the reported event is attributed to contamination of the iui connectors.

Event description:
The customer reported that during primary infusions of fentanyl 2000mcg/100ml, propofol 1000mg/100ml and levophed either 4mg/250ml or 16mg/250ml, the device alarmed channel disconnected, however, upon evaluation there was no disconnect found. The user obtained a second pcu to infuse the fentanyl and propofol; the new system alarmed channel disconnected also. Again, after evaluation, there was no disconnect found. There was no patient harm.